Event description:
It was reported that low defibrillation impedance was observed on the right ventricular (rv) lead. The impedance value returned to an acceptable value without intervention. The patient was in stable condition and will continue to be monitored.